Event description:
The customer contacted physio-control to report that their device unexpected shutdown a and failed to power up. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control further reviewed the evaluation data and determined it indicated worn battery pins, fretting corrosion on jack connector designator j11 on the power pcb assembly and plug connector designator p11 were the likely root causes of the reported issue.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported unexpected power off issue. The reported failure to power up was unable to be duplicated. After the device failed an electric drop test, physio replaced the device's battery pins, power pcb assembly and battery wire harness to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpected shutdown a and failed to power up. This issue is patient related; however there was no adverse patient outcome reported.